Event description:
A t2 alpha gt nail was being placed into a patient. The resident was hitting the strike plate which was threaded onto the target. At some point during the insertion, the resident struck the strike plate and it sheared off and hit the floor. Part of the threads from the strike plate were still in the target. The nail was inserted successfully and no adverse events happened. No surgical delay reported.

Manufacturer narrative:
The reported event could be confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a significant amount of stress, which lead to it breakage without significant plastic deformation. This leads us to conclude that this event was due to a user related root cause. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
A t2 alpha gt nail was being placed into a patient. The resident was hitting the strike plate which was threaded onto the targeter. At some point during the insertion, the resident struck the strike plate and it sheared off and hit the floor. Part of the threads from the strike plate were still in the targeter. The nail was inserted successfully and no adverse events happened. No surgical delay reported.